Event description:
It was reported that the customer was hospitalized with an elevated blood glucose level. Reportedly the customer was discharged (B)(6) 2026. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.